Event description:
During a ptca treatment procedure involving a 99% stenotic lesion in the distal portion of a very tortuous circumflex coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 4 atm's on the initial inflation. The patient was asymptomatic during this event. A bmw guidewire (size unknown) and an 8f wiseguide vl3.5 guide catheter were also used in this case, but the size and type of introducer sheath and inflation device used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.